Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade from an implantable pulse generator (ipg) to a cardiac resynchronization therapy pacemaker (crt-p) device that the device stopped pacing when it was removed from the pocket and the patient experienced asystole until it was returned to pocket. On further investigation polarity switch on the right ventricular (rv) lead was found to have occurred. The device was explanted and replaced with the crt-p device. The lead remains in use. No further patient complications have been reported as a result of this event.